Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. It was reported that the malfunction resulted in under-delivery of insulin and that the patient experienced blood glucose above 250 mg/dl and below 500 mg/dl without any other symptoms or signs of hyperglycemia. This incident does not meet animas' definition of an adverse event and there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 27-nov-2017 device evaluation: the device has been returned and evaluated by product analysis on 02-nov-2017 with the following findings: the keypad was found to be intact; no damage was observed. During testing, all of the keypad buttons responded appropriately. The keypad was opened and no contamination was found under button contacts. The pump was opened and no damage was observed to the keypad flex connector. The complaint of under responsive keypad buttons was not duplicated during investigation. Unrelated to the original complaint, investigation revealed a crack in the battery compartment.